Event description:
It was reported that the patient in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was unable to be released from the delivery catheter. The ralp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.